Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient presented with pain and clunking after his last revision hip. The liner was not engaged in the cup when the patient was opened up during surgery. A new liner was implanted but did not lock into the cup and was dislodge by pulling on it with a coker. The surgeon then choose to cement a liner into the cup which proved to be sufficient. Doi: unknown; dor/doe: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Device history lot ==> null device history lot ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.